Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 16-feb-2018, field service engineer (fse) followed up with customer but customer was not available for service and will prefer a later day for service. On (B)(6) 2018 was at customer's facility to address the reported event. Fse inspected the barcode scanner and noticed it was out of alignment. Fse performed barcode scanner alignment and tested with serum tubes provided by lab supervisor. All labels scanned properly apart from one particular label which turned out to be a label issue not the scanner. Fse tested more labels and all read without further issues. The customer ran controls and verified instruction is functioning without issues. Aia-900 instrument is operating as intended. No further action required from field service. The aia-900 instrument was installed at the facility on 14-sep-2017. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 14-sep-2017 through aware date (B)(4) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 5: sample preparation states that if the barcode label is dirty, wrinkled, or affixed at an angle, it will be difficult to be read. Section 5 also provides the reading range of the barcode scanner. The most probable cause of the reported event was due to misaligned barcode scanner.

Event description:
On (B)(6) 2018 a customer reported up to 50% of the specimens were skipped during sample processing on the aia-900 instrument. The customer cleaned the barcode reader but the issue persisted. The customer has removed the label on tube and placed it lower on the tube and then barcode is read. Customer requested service for adjusting the barcode reader. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: h10 in the initial MDR submission incorrectly listed the installation date of the instrument as 14-set-2017. It should have been 12-oct-2017.

Manufacturer narrative:
Please note that this MDR MFR report #: 8031673-2018-00188 / importer report #: 3005529799-2018-00188 was previously submitted to the FDA on 14sep2018; it was recreated as MFR report #: 8031673-2018-00188 per request by the FDA MDR data systems team representative. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A review of the device history record (DHR) was conducted for serial number (B)(6) which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. H.11 corrected data: please refer to sections d1, d2 and d4.